Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: difficulty to remove. It was reported that the distal circumflex (cx) lesion was pre-dilated with 2.5 x 15 mm voyager, stented with a 3.0 x 15 mm rx xience v, and post-dilated with 3.25 x 12 mm voyager nc. Then, at the cx-om bifurcation, the proximal om was pre-dilated with 2.5 x 15 mm voyager and stented with 3.0 x 18 mm xience v stent near ostium. There was slight resistance during removal of balloon post-deployment. Then, stent was post-dilated with same 3.25 x 12 mm voyager nc. The physician attempted the kissing balloon technique on the bifurcation at the om and cx and inflated with 2.5 x 12 mm voyager to open the proximal stent cells of the deployed 3.0 x 18 mm xience v, and then inflated a 2.5 x 12 mm voyager in cx and 3.0 mm unk dilatation balloon in om at the same time. However, it was noted that the 2.5 x 12 mm voyager balloon in cx slipped distally during the inflation. The 2.5 x 12 mm voyager balloon was inflated again in the cx. Afterwards, a dissection was noted in the cx just distal to the bifurcation and near the opened proximal 3.0 x 18 mm xience v stent cells. The dissection was treated with a 3.5 x 18 mm xience v stent, and there was slight sticking during removal. A new 2.5 x 12 mm voyager failed to cross a new through deployed 3.5 x 18 mm xience v stent struts and was removed. A 1.5 x 12 mm voyager crossed and post-dilated the 3.5 x 18 mm xience v stent. After additional post-dilatation, a dissection noticed in proximal cx approx 4 mm proximal to 3.5 x 18 mm xience v stent edge. The physician noted that this dissection was probably due to double balloon inflation. This second dissection was treated with a 3.5 x 8 mm unk stent. Post-dilatation was performed with another company's balloon catheter. Intra-vascular ultrasound (ivus) showed the stents were well-apposed. No additional event or pt info is available.